Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and three electric shocks due to supraventricular tachycardia (svt). Also, this device recorded episodes of pacemaker mediated tachycardia (pmt) which was atrial driven. Technical services (ts) discussed adding a vt monitor zone. Ts recommended medication to lower the atrial rate and to discuss with cardiology. This crt-d remains in service. No additional adverse patient effects were reported.